Event description:
A complaint was reported that a patient was developing a neuroma at the pocket site. A pocket revision was performed to relocate the patient's implant site.

Manufacturer narrative:
The ipg remains implanted in the patient, and will not be returned for evaluation. This is the final report.